Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the test failed. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. The mother called back and stated that she has connected the customer back to the insulin pump and has been functioning. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.